Event description:
The customer reported the ventilator would not turn on. The customer reported the device was not in use therefore there was no patient involvement or harm. Power failure due to loss of ac or battery power may result in shutdown of the device during normal ventilation operation. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse reported the power supply was replaced to address the reported problem. Applicable final testing was performed to operating specifications and passed.